Manufacturer narrative:
The device was manufactured from august 5, 2020 - august 6, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured. This issue was discovered prior to connecting the device to the patient. There was no patient involvement. No additional information is available.